Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the surgery was being performed with pse60a. Upon opening the first charge to place on the stapler, and the instrumentator reported that the charge was less than the size of the recharging channel. It was found to be a load of size 45 rather than 60. As reported by the hospital, they separated the load by analyzing the color requested by the doctor (green) and the protective cap of the cargo that contained the protection marked 60. Then the information on the back of the load was correct (45), the load size was correct (45) but the protective cover placed on the load was wrong (60), which generated confusion. That was the information the hospital reported.

Manufacturer narrative:
(B)(4). Batch number: r57e2y. The analysis results found that an ecr45g device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visual inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. Device history lot: r40549, r4077z, r40a66. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Device history batch: r57e2y. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.